Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, approximately four positions were attempted, no good threshold was obtained and pacing problem exhibited. During attempt to recapture the device, despite placing the cone back on the device, the physician was unable to advance the cone over the device to remove it. Finally, the physician pulled on the entire system to dislodge the device from the heart muscle. As a result, the cone was advanced over the device and the system was removed from the patient. A different leadless ipg was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID mc1vr01-delsys product event summary: the full delivery system was returned and analyzed. Analysis indicated that the flat wire (wire mesh) was found protruding from the delivery system outer shaft. The delivery system outer shaft was bent .the articulation curve of the delivery system did not meet specification and articulation was out of plane. A loose button was observed on the handle of the delivery system. The analyst noted that the delivery system was returned with the device attached. Visual inspection found the flat wire (wire mesh) was protruding from the delivery system outer shaft near the proximal end of the sheath. A sharp curve was identified on the outer shaft 5 centimeters from the distal end of the shaft. Curve could be applied but did not meet specification of 120 degrees and was out of plane. The articulation button was observed to be loose, requiring it to travel half its distance before articulation occurred. Destructive analysis of the handle revealed the articulation button experienced excessive travel when engaging the articulation wire crimp. The analyst could successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.